Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were facing an error on the vio integrated electrosurgical generator unit (iesu) while using the monopolar instrument. The tse checked the logs and confirmed the error. The tse requested to restart the iesu, and this cleared the error. The nurse reported back that after restarting the iesu, the error returned. The tse requested to use the other port, but the nurse confirmed she already tried that. They were continuing the case with a bipolar instrument and was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) checked the vio integrated electrosurgical generator unit (iesu) and error c-72 was generated and was not allowing monopolar to fire. The fse replaced the iesu to resolve the issue. System was tested and was ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The integrated electro surgical unit (iesu) has been returned and evaluated by the failure analysis team. The reported failure (error c-72) could not be reproduced. The iesu energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.